Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer experienced issues in the or (operating room) with anesthesia providers modules are "shutting off ". There was patient involvement, but the outcome is unknown. During on site visit from manufacturer representative as a result of this complaint, it was noted that the module latches on the devices were not latching properly. There was no audible "click" when connecting the devices together. Education was provided on site regarding inspection and cleaning of the module latch. The devices noted were taken to customer biomedical department for repair.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Investigation summary: the reported of the modules are shutting off in the operating room was not confirmed reviewing the data and no malfunction device were provided for testing. The internal and external inspection of the devices could not be performed as no device was returned for inspection and no logs were included, however, the facility provided pictures and emails for the review of the reported event. The customer reported issues with several pump modules. The devices would suddenly shut down despite being connected to the pcu. Additionally, they noted that while the pump modules powered on when connected to the pcu, they would shut off with even a slight movement. The principal issue identified in the complaint is that the pump modules are not connecting properly. This may be due to improper engagement of the iui connectors and latch assemblies or could result from contamination, wear, or blockage. The main function of the latch assembly is instructed to prevent damage to iui connectors and potential interruption of therapy. Some bd clinical specialists went to the site to gather information and resolve the issue of the hospital was experiencing. They noticed that the iui connectors seemed to be in good shape, but the latch assembly at the bottom of some devices was not latching properly. When connecting the channels to a pcu or to each other, you should hear an audible ¿click¿ sound. They were not hearing that click on some channels as devices were not actually latching at the bottom. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Attaching a module. The system is designed to operate a maximum of four infusion or monitoring modules. More than four added modules are not recognized by the system. A module can be attached in any position. Application of adhesive tape or other materials to the sides of the pcu and modules can prevent proper latching. Position free module at a 45° angle, aligning iui connectors. Rotate free module down against pcu or attached module until release latch snaps in place. The appropriate module identification display (a, b, c, or d) illuminates. Modules are always labeled left to right. Detaching a module. Ensure that the module is powered off before detaching. Push the module release latch and then rotate the module up and away from the pcu or other attached module (opposite to motion shown in the attaching a module on page 15 procedure) to disengage connectors. The system re-identifies and shows appropriate module identification (a, b, c, or d), from left to right. Appropriate module position(s) (a, b, or c) for remaining module(s) appears on the main display. If any of the following conditions are observed, the affected module must be removed from use and inspected by qualified personnel: led segments are not illuminated on displays during power-on test, indicator lights do not illuminate, appropriate module identification does not appear. Root cause: the root cause of the report is that the modules that are shutting off in the operating room cannot be solely determined from the pictures and emails provided. The device was investigated and the reported issue was not confirmed. The device was found to be functional per design specifications. Note that this report lists imdrf annex a050701, c07, d15, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer experienced issues in the or (operating room) with anesthesia providers modules are "shutting off ". There was patient involvement, but the outcome is unknown. During on site visit from manufacturer representative as a result of this complaint, it was noted that the module latches on the devices were not latching properly. There was no audible "click" when connecting the devices together. Education was provided on site regarding inspection and cleaning of the module latch. The devices noted were taken to customer biomedical department for repair.